Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed flow transducer test during pre-use check. The investigation found that the o2 gas module was defective and replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The received logs confirmed the reported failure in 01/09/2021. The replaced part not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.# (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).